Manufacturer narrative:
Section b3: date of event: unknown, but the best estimate date is between 12/18/2018 and 7/17/2020. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the extended range of vision non preloaded intraocular lens (iol) was explanted from the patient's left eye. The lens was replaced with lens model zxr00 19.0 diopter. No further information is available.

Manufacturer narrative:
Correction: based on the additional information and further review, the original lens was identified as zkb00 (sn: (B)(6). The following information was added to reflect the new information: section b5: it was reported that the non preloaded multifocal intraocular lens (iol) was explanted from the patient's left eye with an unknown reason for explant. The lens was explanted and replaced with lens model zcb00 15.5 diopter. No further information is available. Section d1: brand name: tecnis iol. Section d2: common device name: lens, multifocal intraocular; device product code: mfk. Section d3:establishment name: amo manufacturing netherlands, email address::snagpal3@its.jnj.com, country:netherlands. City:groningen, state, province or territory:groningen, postal office or zip code:9728 nx section d4: model number: zkb00. Section d4: catalog number: zkb00u0175. Section d4: serial number: (B)(6). Section d4: expiration date: 13 sep, 2023. Section d4: unique device identifier (UDI #):(B)(4). Section h4: device manufacture date: 13 sep, 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.